Event description:
After induction of the anesthesia the case was stated in manual ventilation mode. The user noticed that establishing a manual ventilation via the fabius tiro was not possible. The patient developed a hypoxaemia for several minutes but could be sufficiently ventilated with a manual breathing bag.

Manufacturer narrative:
The dispatched draeger fse has checked the device on-site and found that the membrane of the fresh-gas decoupling valve was stuck to the valve crater. The device had been reprocessed two days before the event and was not in use since then. The mandatory pre-use check has not been provided prior to the procedure in question. To prevent a backflow, the fresh gas decoupling valve closes if the ventilator piston pumps fresh gas during inspiration into the breathing path. In case of a closed-sticking valve no fresh gas can reach the ventilator. During automatic ventilation, ambient air can enter via an additional valve on top of the ventilator and will be used to ventilate the patient. The underpressure condition during intake of the ventilator piston will show a deviation which will be alarmed. The divergence between set and delivered oxygen concentration will be detected and alarmed as well. During manual ventilation, neither gas flow nor airway pressure can be built up which is clearly noticeable for the user. The IFU explicitly states that adequate drying after cleaning and disinfection of the airway system is required, otherwise malfunctions or even complete loss of ventilation may occur. It is seen likely that residual humidity has caused the sticking of the valve membrane. This condition would have been detected in the mandatory pre-use check draeger medical finally concludes that appropriate risk mitigation measures are in place. Beyond this instance, no other complaint with identical mechanism of fault is known.